Manufacturer narrative:
The cutting forcep was returned to olympus for evaluation. The cutting forcep was connected to an olympus electrosurgical generator (esu) and an error 619 message displayed immediately. When the device was unplugged/plugged back in, then error e486 displayed. Then the error cleared and the cutting forcep was activated with the blue coag button. The button has a "hair trigger" - it requires only the slightest touch to activate the cutting forcep. Then at one point during testing the cutting forcep continued to activate even after the blue button was released. The blue button was removed and revealed a collapsed left dome switch. The reported event was confirmed as the cutting forcep continued to fire after releasing the trigger. The collapsed left dome switch caused a closed electrical circuit which subsequently caused the error message on the generator. It also caused the coag function to activate without touching the blue button.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own. Olympus followed up with the user facility and to obtain additional information regarding the reported event but with no results.

Event description:
Olympus was informed that during an unspecified procedure, the cutting forcep was misfiring and activated on its own without depressing the activation button. It is unknown if the intended procedure was completed. There was no patient injury reported.